Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex artery. A 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.